Manufacturer narrative:
For one event, the investigation determined the issue identified by the technician was the cause of the event. The follow up action was: the service technician found a hole in a nozzle tube and replaced it. For one event, the investigation determined the issue was most likely caused by contamination of a waste tube, rinse needle, tubing, and the reagent itself. The follow up action was: the analyzer was decontaminated and contaminated parts were changed. The issue was resolved after these actions. For one event, the investigation determined the issue was caused by a reagent probe. The follow up action was: the reagent probe was replaced. A rinse stations was fastened. All reagent probes were adjusted. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>3</noe> malfunction events. Questionable high results were generated by the cobas 8000 c702 module the events involved a total of 9 patients with the following: 7-crep2 creatinine plus ver.2 (crep2), 2-alp2 alkaline phosphatase acc. To ifcc gen.2.

Manufacturer narrative:
Further investigation of one event determined the hole in the rinse tube occurred as the customer did not replace the rinse tubing as recommended by the manufacturer. The maintenance checklist advises to check the rinse tubing once per year. The root cause was determined to be a maintenance issue.